Manufacturer narrative:
It is unknown if the device is labeled for single use as insufficient information was provided by the reporter. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a microdiscectomy at l5-s1. An unknown time post-op, the patient developed an infection.